Manufacturer narrative:
Field is populated with the di number.

Event description:
A report was received that the patient was having trouble charging due to charger was getting hot. It was noted that he patient was not able to use her stimulation and the ipg could not be charged. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The reason for the explant was coverage issues wherein stimulation does not help with the pain and was not regarding charging. Charging was a secondary issue. It was also reported that they were unable to tell if charging discomfort was the reason why ipg could not be charged. It was believed that the patient might have some underlying issues. The patient was not happy having the device. No device malfunction was suspected.

Event description:
A report was received that the patient was having trouble charging due to charger was getting hot. It was noted that he patient was not able to use her stimulation and the ipg could not be charged. The patient will undergo an explant procedure.